Manufacturer narrative:
1. Threshold tests did not reveal any specific abnormality with a threshold found between 0.75 and 1v on 02/10/2025 and 0.75v on 03/10/2025. 2. In the programmer files, there was memories reset; therefore, no previous data are present in the files. The only finding is a quite low impedance: between 316 and 421 ohms. 3. On the x-ray provided, we can see 2 angulations: on the proximal part and on the distal part. In addition, the lead seems to have a contact with the collarbone and could generate a friction. More information are expected to perform a deeper analysis.

Event description:
Reportedly, intermittent non-pacing without recording of oversensing, which required inpatient treatment with boxchange.

Event description:
Reportedly, intermittent non-pacing without recording of oversensing, which required inpatient treatment with boxchange.

Manufacturer narrative:
The conclusions are as follows: the subject lead was implanted on (B)(6) 2023. In the files provided, there was memories reset and the first data available are dated (B)(6) 2025. Between (B)(6) 2025 and (B)(6) 2025 no egm were recorded at all. Since no previous files were provided, a deeper files analysis is not possible, and the event cannot be confirmed. However, based on the available data, no issue is suspected at the pacemaker¿s level. The only finding where hypothesis can be done is on the x-ray you provided: - angulations are seen (red circles in the figure below). - the lead seems to be too close to the collarbone. - the pacemaker was not fixed in the pocket. The likely hypotheses are: - either there was a rotation of the pacemaker leading to those angulations and finally inducing abrasion due to mechanical constraints. - either there was a friction between the lead and the collarbone. - or there was a combination of both events.